Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that while performing bench repair for a separate issue, it was identified that the speaker failed to give off noise. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Functional testing was performed at the bench which confirmed that the speaker was not giving off noise. The speaker assembly was replaced to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed the device was operational after repairs were completed. The investigation concludes that no further action is required at this time.